Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was constantly resetting. The cause of the resets was likely a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory likely had an intermittent connection, which was discovered through the use of a flash memory test. The monitor was producing segmentation faults during testing. The intermittent connection was likely induced by excessive mechanical stress on the monitor c/a board. The exact source of the mechanical stress has not been positively identified. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective monitor. The pt received a replacement monitor.